Manufacturer narrative:
Pentax video colonoscope model ec38-i10cm is not distributed in the USA, therefore the PMA/510(k) number is not applicable. UDI# is not applicable because the device is not marketed in us. Evaluation summary it was caused due to the residue remained on the object lens. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. During use, the image was vague and affected the doctor's diagnose.then use another scope to finish the procedure and contact the factory to repair.